Event description:
It was reported to philips that the biomed was not able to complete the op check with a fully charged battery connected. There was no reported patient or user involvement and no adverse patient/user impact.